Event description:
It was reported that pump battery was depleting faster than normal, requiring daily charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions or outcomes were documented.